Event description:
The customer reported that the system displayed a fast stop activated error message. This error message will cause the system to shutdown. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the service call as they have decided to replace the system.